Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted during the evaluation: distal end cap cover scratched. Bending section rubber glue lifted. Insertion section wrinkled. Switch button 1 rubber cut. Universal cord wrinkled. Electrical contacts at scope connector scratched. Water-inlet loosen. Play on angulation control knob. Insufficient angulation. Biopsy channel exchanged as preventive maintenance. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device."

Event description:
It was reported by the customer, the air/water channel was sampled, and the evis exera iii gastrointestinal videoscope tested positive for fifty-three (53) colony forming units (cfus) of staphylococcus epidermidis. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Less than one (1) colony forming unit (cfu) of microorganisms was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.